Manufacturer narrative:
Correction: h6 - device code 4003 should have been included in previous report.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2019-02448. It was reported that patient experienced ineffective stimulation after falling. Diagnostics indicated low impedances on multiple lead contacts. Reprogramming was unable to provide effective therapy. X-rays were taken, which showed lead migration. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.